Event description:
Device 2 of 2 (reference MFR report number 3008829311-2016-00166). Additional information received indicated the patient's symptom left leg weakness/ numbness has resolved, but headache has not. Patient is working with physician to determine next course of action. No further information has been received.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00166. It was reported that following drg system implant, patient had been experiencing headache and numbness/weakness in left leg, regardless of stimulation on or off. Patient received a blood patch for the headache. Issues have not resolved at this time. Patient stated that they ¿believe the drg lead was causing compression on a nerve root¿, but this statement has not been confirmed by physician. Event date is unknown.